Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer called in regards to unexplained high blood glucose. Customer's blood glucose was 17 mmol/l. During troubleshooting, customer performed a 5 unit fill cannula nad only saw two drops exit. Upon performing this again, customer only saw one drop exit, indicating the insulin pump was under-delivering. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.